Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim/gastrointestinal and pelvic floor its was reported that the day before thanksgiving the patient had a terrible fall and fell straight on their back and hit head on the concrete. It was also mentioned that patient had an MRI and that patient experienced back pain and was wondering if the back pain could be from device. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that since the fall, patient turned their device off and then turned it back on a few days later. Patient's pain had gotten much worse and it was noted that patient had a fracture in one of the wings of their vertebrae of their back and scoliosis. It was mentioned they turned it off the last time patient could not stand, and they did not notice any change. No further complications were reported.